Manufacturer narrative:
This product issue will be updated when device evaluation is complete.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the returned two lead segments was performed. Visual inspection and detailed analysis confirmed the lead had been severed. Additionally, the conductor coils were stretched. The damage to the lead most likely occurred during the explant procedure. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this atrial lead was removed from service due to a potential product performance issue. No adverse patient effects were reported.